Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Upon completion of the burring, the post holes and the keel were alleged to be off by 3.5 mm from the plan and that this shifted the implant by 3.5 mm medially. The case was ultimately completed using the rio and the restoris mck implants.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted a mako surgical. A mako field service engineer evaluated the rio. Inspection of the array tracking camera identified a film on the surface of the camera lens. The camera was replaced at the site, and the rio was released for clinical use. At this time, the root cause of the alleged deficiency is inconclusive. It is suspected that the film on the camera lens may have contributed to a burring inaccuracy. However, all values in the session file were within specifications, which implies that the rio operated as intended. Although the root cause is inconclusive, this MDR is being file in an abundance of caution to ensure visibility and compliance to the MDR regulation.